Manufacturer narrative:
Instrument b: batch #: e9fl6g, exp date: 09/13/2013; mfg date: 10/13/2008. Instrument c: batch #: e9fl6g, exp date: 09/13/2013; mfg date: 10/13/2008. Instrument d: batch #: e9fl6g, exp date: 09/13/2013; mfg date: 10/13/2008; cam. Evaluation summary: the analysis result for el5ml instrument (a) found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired, however, the orange indicator did not show up completely. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results confirmed that the el5ml device (c) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (d) was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that there was no info provided with the devices that did not work during a case. Another device was used to complete the procedure. There was no adverse consequence to the pt.